Manufacturer narrative:
Additional information: b2, b5, h1, and h6. B5: upon follow-up, it was reported that the patient passed away. The cause of death was reported as due to complications of the infection. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to and at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified "infection from the tubing". The cause of the event was not reported. It was reported that the patient has been in the hospital for two weeks for the infection. It was not reported if the patient was treated for the event. At the time of this report, the infection "has not cleared up yet" and the event was not resolved. Action taken with pd therapy was not reported. No additional information is available.